Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evfxplus-34; serial: (B)(6); product type: 0195-heart valves; implant date: attempted, not implanted. Non-medtronic (boston scientific) product: safari guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a non-medtronic guidewire was inserted into the patient's heart and the patient's ventricle immediately became irritable with multiple ectopic rhythms. The delivery catheter system (dcs) was inserted into the patient and navigated to the heart. Once the dcs crossed the aortic valve, the patient developed controlled ventricular tachycardia and became severely hypotensive. The valve was deployed to 80%, but there was no improvement in blood pressure. Subsequently, the dcs was withdrawn from the patient. Once the patient was stabilized a new valve was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: d4. The dcs (complaint device) lot number was received. Updated the expiration date, lot #, UDI # h4. Device manufacturing date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.